Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a hotel room. On the death certificate the cause of death is listed as natural causes. The caller stated that the customer was wearing the insulin pump at the time of death and the insulin pump was alarming "low" when the customer was found. The customer was out of town at the time of her passing. The husband's understanding was that the sheriffs were called and the battery was taken out of the insulin pump to stop the alarming. The customer's blood glucose at the time of death is unknown. The caller does not know whether the customer was using sensors or not. The insulin pump is not available for return because it was given away. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.